Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a female patient (patient age and weight are unknown). During preparation, both ends of the stent were crimped/deformed. The device was not used and the procedure was completed with another rapid exchange biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.